Manufacturer narrative:
Additional investigation conclusion code: adverse event related to patient anatomy and/or condition. The complaint for difficult to insert device into patient resulting in tissue damage was confirmed with empirical evidence. No manufacturing non-conformities were identified from the engineering evaluation. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Available information suggests that patient conditions and/or procedural factors may have contributed to the reported event.

Event description:
Additional information stated that the kink was present in the vena iliaca communis. End to end anastomosis was performed to address the injury to the external iliac vein.

Event description:
Per report received from germany- edwards received notification of a pascal precision in mitral position where during the procedure, the external iliac vein was injured, and the patient was operated immediately. The patient had functional mitral regurgitation, and the puncture was performed under echo. There was vessel kinking and the non-edwards dilators were bent after use (8fr, 12 fr, 18 fr). The insertion of the guide sheath (gs) was performed without any problems. Once the gs reached the vessel kinking, a little force was required to push it forward. After the introduction of the gs, the kinking was straightened. Shortly before the end of the procedure, the hemodynamic worsened. No pericardial effusion occurred. Once the procedure was completed, there was bleeding in the lower abdomen noted as the external iliac vein was injured. The patient was operated immediately. As per the last information provided, the patient was hemodynamically stable and was discharged home.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.